Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message was displayed on the programming device indicating an invalid memory content. Therefore, the pacemakers memory content was inspected. Based on the follow-up history, the last follow-up was in august 2015. Further inspection revealed that the device switched into the safety backup mode on 29-sep-2017, as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacing parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption draining the battery. The battery was found depleted. The ability of the device to deliver therapies was verified, confirming the clinical observation. An anti-bradycardia pacing output was not present as a result of the battery depletion. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be depleted but not defective. At a next step the electronic module was attached to an external power supply. An interrogation of the device was properly feasible and the anti-bradycardia therapy functions proved to be within specification. There was no indication of a device malfunction. In conclusion, the device activated the safety backup mode in 2017 as a result of the detection of an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. As a result of the safety backup mode activation, the device operated with higher current parameters which drained the battery leading to the clinical observation. After using an external power supply the device proved to be fully functional. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 70 months, a loss of capture was observed. The pacemaker could not be interrogated. The device was explanted. The original implant date is unknown.